Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella had low purge flow and high purge pressure alarms. The impella was running for less than 10 hours, was weaned, and removed with minor concerns of the purge issue.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the high purge pressure issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. The root cause of the access site bleeding issue was not determined since there were no abnormalities found on the repo sheath and blue butterfly and other clinical information during the time of bleeding was not provided. The root cause of the high purge issue was not determined since the failure could not be reproduced and the data logs were inconclusive.